Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the sling broke off when the surgeon was trying to adjust the tension of the sling. A new device was used successfully.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the mesh had torn near the midline of the sling, leaving the sling in two pieces. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the separation occurred revealed rough and irregular surfaces, indicating stress may have been exerted. Blood residue was noted on the mesh. No abnormalities were noted with either introducer. The information received indicated that the sling broke during tensioning. Quality confirmed the mesh had separated near the midline. As the detachment ends of the mesh were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the sling broke off when the surgeon was trying to adjust the tension of the sling. A new device was used successfully.